Event description:
This pt reported that they were assaulted in oct. 2004 and that since they have not been able to hear with their cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The pt is considering explantation and reimplantation with a new device.